Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced y fitting on no foam tubing. The fse cleaned spilled no foam from hydro drawer. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they replaced no foam bottle on unicel dxc 600i synchron access clinical system, and noticed a leak from the y connector. Customer stated the y connector was broken and no foam spilled onto the floor. Customer was wearing personal protective equipment (ppe). No injury was reported on this issue.